Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred with the explant date prior to the date the manufacturer became aware. D6b: explant date: (B)(6) 2024. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: 18807127. Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI)#: (B)(4).